Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. The patient stated their device was no longer working. The patient indicated that they thought the battery could be the reason, but the end result was that the patient could not control the device any longer. The patient was recovering from a medical procedure. Additional information was received from the patient. It was reported that the patient¿s implant battery died and they were supposed to get it replaced but did not know when because they just had a kidney stone. The patient stated they were going to get a replacement. It was confirmed that the kidney stone was not related to the device/therapy. Additional information was received from the patient. The patient reported that they had notified their managing physician regarding the battery depletion and noted that the battery depletion issue had not been resolved. The patient reported they had urinary tract infections and 2 large kidney stones that had to be removed. The patient noted that they were going to get it replaced soon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.